Event description:
During a surgical procedure the drill got hot and burned a pt's lip. It is reported that this was a second degree burn approximately half the size of a dime. It was reported that the pt's lip got red and was treated with ointment. Pt sent for dermatology appointment.